Event description:
It was reported the patient was in the hospital for a fall. The patient had a broken arm and unspecified bruising and the cause of the fall was unknown. The manufacturing representative met with the patient to check the implantable neurostimulator (ins) and high impedances were measured. High impedances greater than 40,000 ohms were measured on all electrode pairs with electrode zero. At the time of this report, the patient was not under the care of a neurologist. The high impedance issue had not resolve and the cause was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v054604, implanted: 2008-(B)(6), product type: lead. Product ID: 748240, serial# (B)(4), implanted: 2005-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).